Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Unable to confirm complaint, device not returned. Most likely underlying root cause: strip issue.

Event description:
Customer complains of hi results. Customer's wife ((B)(6)) states that her husband feels well and requires no medical attention. The customer's expected blood results are 150-200mg/dl fasting. Verified the strips expired 2/28/2018. Customer confirms the strips have been properly stored but was unable to confirm when the strips were first opened. Reviewed meter memory: (B)(6). Memory concerns: all of the results recalled in meter memory. Customer wife stated that customer administered his medication shortly before calling and that he does not appear to be in need of any immediate medical attention. Customer wife stated that customer has recently suffered from elevated glucose levels and she needed to confirm what numeric value "hi" represented.